Manufacturer narrative:
Medical device was manufactured in accordance with our specifications. This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent revision surgery at 8.5 years post-operative due to glenoid implant wear. Conversion to rsa.